Event description:
It was reported that the patient presented for a generator exchange. Upon interrogation, it was noted that the atrial lead was exhibiting noise. The atrial lead was explanted, and new atrial lead was implanted. The patient was in stable condition.